Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not duplicated. The customer provided a picture of the message, but it's not necessarily an indication of a device malfunction. The flow screens were replaced proactively. The device was recalibrated and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) during transfer, the device displayed a "self-check failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.